Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reporting high blood glucose for the past 5 days. Customer expressed symptoms of thirst, weakness, fatigue and keytones. Customer visited emergency room for high blood glucose, with reading of 595 mg/dl. Customer stated that blood glucose levels would not drop with treatment of boluses. During troubleshooting, checked alarm history, found low reservoir and no delivery alarms. Checked reservoir and manual prime, insulin did exit the insulin pump. Performed high pressure test, passed. Checked insulin, everything is fine. Nothing further was reported.